Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage and vessel dissection occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous first obtuse marginal artery. A 3.0 x 15mm emerge balloon catheter was used to pre-dilate the lesion at 7 atm for 15 seconds. A 3.0 x 12mm promus element plus stent delivery system was crossed and deployed to the lesion at 12 atm. A second stent was placed in the proximal circumflex artery. They noticed that there was a dissection on the distal end of the 3.0 x 12mm promus element plus sds and the wire (no information) didn't pull back after initial stent implanted. The guide wire was pulled back when removing the sds. It was not pulled back due to the sds for any reason. Wire was readdressed distally with multiple wires attempted before and were able to re-cross and then multiple balloons were attempted to push through both the 3.5 x 20mm balloon catheter and 3.5 x 16mm balloon catheter. The proximal end of the 3.0 x 12 stent was shortened by 2-3mm, making it to 9mm. Procedure was completed with 2.75 x 24mm promus element plus sds which was able to crossed through the lesion eventually and deployed at 15 atm and then a second 3.0 x 8mm promus element plus sds was also deployed. Patient had pain all through out the procedure but at the end of the procedure the patient was pain free and headed to the floor with no other complication.